Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735560, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that, while setting up equipment for a subsequent procedure, the laser fiber was found to be bent/melted when installing the fiber in the cooling catheter. A second laser fiber was used to continue. There was no patient present when this issue was identified.